Event description:
It was reported to vyaire medical that the bellavista1000 ventilator tf 316 - blower failure and tf 401 - inspiration valve or device leaky trigger together. Customer confirmed that the issue happened prior use, therefore, no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. However, logfile analysis shows that tf 401 has been active since (B)(6) 2022 and this error has been triggering together with tf 316 at the same time. The logfiles also shows that between (B)(6) 2023 @ 07:40 until (B)(6) 2023 @ 09:52, the unit was alarming with alternating intervals with alarms 241 and 240 with a maximum high temperature of 96.1 degrees. This unit it seems that has a moog blower installed instead of a micronell. Advised customer to visually inspect the main electronics for board damage. If the electronics is okay, then test the unit with a known good blower and properly configure the unit to the blower type. After installing the blower, start the unit and go straight into ventilation, wait for a couple of cycles while monitoring the alarm window. Verify what alarm occur in unit history, download the log files then send for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user fault, lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Customer found out both mainboard and blower are faulty. They noticed that a bronze filter was blocked with dust. Blower shows defective due to high temperature. Requested for mainboard and blower replacement to resolve the issue.